Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer experienced hyperglycemia. The customer's current blood glucose level was 520 mg/dl and was treated with manual syringes. The customer informed that the insulin pump had an insulin delivery blocked. The customer reported that this was the fifth time the insulin pump was blocking insulin. The insulin pump will not be returned for analysis.